Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative. It was reported that the rep could not communicate with the battery with external devices. The rep has performed a prm and did not want to stop. An antenna locate was performed and it did not flip to the charging screen. The patient was going to follow up with the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported that it was taking the patient 10-12 hours to charge despite getting full coupling bars. The patient noted that it used to only take 4-6 hours to charge until about 3 months ago. The patient last successfully charge and felt stimulation over one month prior to the report and they were unable to connect with the ins using the recharger/programmer. The patient was redirected to their managing physician. No further complications were reported.